Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5087529) that a female patient underwent breast surgery with saline mentor smooth round high profile 290cc breast implants and experienced bilateral autoimmune disorder post-operational. Symptoms included hair loss, brain fog, memory issues, hashimotos, perimenopause symptoms, gallbladder removed, stomach hurting, ibs, tired, pain, discomfort and social anxiety. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.